Manufacturer narrative:
Customer rep evaluated the unit and identified an issue with the system's circuit board. A replacement unit has been provided for the customer.

Event description:
Customer reported an issue with the passport v monitor, which may have affected pt monitoring. No pt injury was reported.